Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance measurements since july. A lead failure was confirmed. Reprogramming was performed. Additional information was received that an incomplete lead fracture was confirmed. No adverse patient effects were reported. At this time, this device system remains in service.